Manufacturer narrative:
Method - testing not performed. Results - product not returned. Conclusions - no evaluation will be performed.

Event description:
A surgical material, services professional at (B)(6) in (B)(6) contacted (B)(6) to report blistering associated with mastisol liquid adhesive. The reporter indicated that there were four pts that had experienced blistering following the use of mastisol liquid adhesive and steri-strips. The skin reactions are being identified during the pts' post-op visits upon removal of the steri-strips. The post-op visits typically occur between 2-7 days, following a surgery. The skin reaction included a rash and blisters, for the pt in this complaint, which occurred post a hysterectomy procedure. This pt was treated with a prescription steroid and it has been reported that the pt is healing fine. Additional medical date: (B)(6) 2011. (Information that made this complaint reportable was not provided to 3m until (B)(6) 2011).